Event description:
Customer reported, the system is displaying unusable black images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger. System operates as intended. Actions taken info for this MDR was taken from (B) (4), which was a duplicate of this record.